Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a small 1 ml puddle inside the lower front door of the coulter lh 750 hematology analyzer. Customer reported that fluid leaked down onto the countertop. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a leak coming from a cut at tubing 207. Tubing 207 connects port 7 of the blood sampling valve to the white blood cell bath. The fse replaced the affected tubing. The fse did not observed any further evidence of leaks after the repair.

Manufacturer narrative:
(B)(4).